Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly. The pusher assembly was kinked approximately 85.0 and 87.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked. This damage likely occurred due to forceful manipulation of the pod8 during insertion into a microcatheter. After blood was flushed out of the introducer sheath by a penumbra investigator, the embolization coil could be partially advanced out of the introducer sheath, but the kinked pusher assembly prevented the coil from being completely advanced out of the introducer sheath. The kinked pusher assembly likely contributed to the resistance experienced by the physician while attempting to advance the pod8. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod8 coils (pod8) prior to performing an endovascular aortic repair. During the procedure, while maintaining a flush and attempting to advance a pod8 into a px slim delivery microcatheter (px slim), the physician experienced resistance and was unable to advance the pod8 out of its introducer sheath and into the px slim. After several failed attempts to advance this pod8 out of its introducer sheath, the pod8 was removed. The physician then removed the px slim and placed it into a smaller vessel. Thereafter, the procedure was successfully completed using a pod5 coil, ruby coils and the same px slim. There was no report of an adverse effect to the patient.